Event description:
The customer reported that the system displayed a regulator failure error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the mainframe batteries, the filament driver and the generator driver. The system was tested and found to be working as intended and put back in service.